Event description:
During an arthroscopic bankart repair the suture came free from the anchor when the inserter was pulled out after insertion of the anchor. Two additional anchors were placed and the suture broke (snapped) when the knots were being cinched down with a knot manipulator. The suture from these anchors were removed. The surgeon felt that the sutures may have been crossed where it was not visible or the anchors were inserted too deep causing this issue. The surgeon was able to place two additional anchors successfully. None of the anchors can be returned as they remain embedded in the patients bone. Injury reported to the patient is four extra anchors in the patient.